Manufacturer narrative:
Device evaluation: the product was returned in a micro centrifuge vial with moisture on lens. Visual inspection found the lens haptic smashed and residue on the lens. In addition, the lens was caught in the lens vial cap. Correction: the reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.0/+1.5/085 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2017. The lens was exchanged for a shorter lens on (B)(6) 2017 due to excessive vaulting. The problem was resolved. The patient's post-op best-corrected visual acuity was 20/20. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4)secondary surgical intervention, explant and exchange for shorter lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.0/+1.5/085 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.